Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system with the implant outside of the sheath. The device was bloody. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the core wire located 37mm from the tip, numerous kinks in the sheath, tip damage (abrasions/tricuts bent/flared), and anchor damage. Inspection of the rest of the device found no other damage to the device.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman laa closure device and delivery system (wds) was used. The closure device was deployed and the physician noticed on the transesophageal echocardiogram (tee) that there was a density consistent with a thrombus on the closure device. The closure device was recaptured and the wds and was were removed from the patient. After checking the patient's activated clotting time and determining it was in an appropriate range, the procedure continued with a new was and wds. Another 27mm closure device was successfully implanted. There were no patient complications. The recaptured closure device was examined on the back table and revealed what appeared to be thrombus both on the mesh fabric of the closure device and on one of the anchors. It was further reported that the patient had some spontaneous echo contrast during the procedure. The patient was not on oral anticoagulation medication prior to the implant procedure and heparin was not used before trans-septal puncture. Warfarin was held three days prior to the procedure. The patient's international normalized ratio was 1.0 on admission. Heparin was administered at the direction of the implanting physician after trans-septal puncture was achieved, and an activated clotting time of 359 seconds was recorded prior to deploying the first closure device. The patient's liver function tests were normal. The patient was discharged from the hospital post procedure with no further incident.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman laa closure device and delivery system (wds) was used. The closure device was deployed and the physician noticed on the transesophageal echocardiogram (tee) that there was a density consistent with a thrombus on the closure device. The closure device was recaptured and the wds and was were removed from the patient. After checking the patient's activated clotting time and determining it was in an appropriate range, the procedure continued with a new was and wds. Another 27mm closure device was successfully implanted. There were no patient complications. The recaptured closure device was examined on the back table and revealed what appeared to be thrombus both on the mesh fabric of the closure device and on one of the anchors.